Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd relion® insulin syringe, the device experienced the hub separation. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer the needle hub separated from the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 9176542. D4: medical device expiration date:. H4: device manufacture date: 2019-08-22. H6: investigation summary customer returned (2) 0.5ml insulin syringes ¿ 1 from lot# 1144284 and 1 from lot# 9176542. The consumer reported that the needle hub separated from the syringe. Both returned samples were examined, and it was observed that both syringes exhibited a detached needle hub/shield assembly. No damage to the barrel tip was observed on either sample. A review of the device history record was completed for batch# 9176542. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. Bd was able to duplicate or confirm the customer¿s indicated failure eedle hub separated. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported when using the bd relion® insulin syringe , the device experienced the hub separation. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer the needle hub separated from the syringe.